Event description:
Complaint alleges: it was reported that "during a laparoscopic nephrectomy, the clip falls spontaneously in the peritoneal cavity during the third use when the surgeon armed the plier. This incident repeated itself and led to the surgeon taking a new plier." No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.